Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that he felt pain at the site of stimulation and no longer felt the stimulation when he woke up on the day of report. It was noted the pain was ¿from lack of stimulation.¿ the patient tried to change his stimulation settings in an effort to troubleshoot the issue, but it didn't help. The patient confirmed that he had not experienced any falls associated with the event. The patient was advised to call his hospital at the time of report; the issue was considered resolved at that time. There were no surgical interventions performed and it was unknown whether any were planned. The patient was alive with no injury at the time of report; no further complications were reported or anticipated.